Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an inferior vena cava filter placement procedure, when the filter was being flushed, it was found that the self-centering rod that was wrapped around had allegedly became detached from the filter itself. The procedure was completed by using another device. There was no patient contact.

Event description:
It was reported that during preparation of an inferior vena cava filter placement procedure, when the filter was being flushed, it was found that the self-centering rod that was wrapped around had allegedly became detached from the filter itself. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter kit was received. The kit included one pusher catheter, one filter loaded into the filter storage tube, and one filter storage tube loaded onto a touhy borst adapter. Product packaging and label were returned. During visual evaluation, the pusher catheter was received detached from the touhy-borst adapter and filter storage tube. Therefore, the investigation is unconfirmed for the reported detached as no objective evidence was provided. Also, the investigation is identified for the device dislodged or dislocated as the pusher grip was detached from the touhy-borst adapter and filter storage tube. A definitive root cause for the detachment and identified device dislodged or dislocated could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2027), g3, h6 (device). H11: b3, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.